Event description:
The customer reported that the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. Review of the device diagnostic log indicated a vent inop occurrence due to a proximal pressure sensor autozero failure. The service technician replaced the data acquisition to motor controller pcb board cable to address the reported problem. Applicable final testing was completed and passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.